Manufacturer narrative:
(B)(6). Device manufactured between may, 18, 2019 to may 20, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted a reddish brown particle measured to be 0.30 square mm in size was embedded in the material of the tubing line. Since the particle was embedded in the material of the tubing line, it has no contact to the fluid path. An ftir spectroscopy test was performed on the particle and the particle was identified to be polyvinyl chloride (pvc), in the form of burnt pvc. Pvc is the material of the tubing line. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was red particulate matter (pm) discovered in the tubing of a small volume intermate. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.